Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. However, a photograph of the screw was sent for evaluation. The photographic evidence confirms the reported breakage. The screw is broken and cracked at its distal end. The threads of the entire screw are deformed. With the limited clinical details provided regarding patient bone quality, graft type and site preparation no root cause can be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. (B)(4).

Event description:
During a right acl (anterior cruciate ligament) repair procedure utilizing a biosure ha, 9mm x 25mm, it was reported that the tip of the screw broke in the tibial tunnel. The surgeon noticed the break when he removed the screw; after he was unable to screw the device into the patient¿s joint. A different biosure ha screw was used in the same prepared site to complete the case. There were no reports of patient injuries or complications. The patient was okay post-procedure.